Manufacturer narrative:
The device was received and evaluation was completed. The event history log review was completed and it noted the presence of air in line and reload set messages, verifying the reported condition. A visual inspection was performed and no abnormalities were found. The reported issue could be reproduced during the device evaluation as a false air in line alarm while running a loaded set. The device was determined to not meet all product specifications related to the reported event. The cause was determined to be the ultrasonic sensor fluid numbers below specification and the upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump 'keeps alarming, air detector worn'. There was no patient involvement associated with this event. No additional information is available.